Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 15-aug-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via device manufacturer representative regarding a patient receiving lioresal at an unknown concentration and dose via an implantable infusion pump. It was reported that a volume discrepancy occurred; the expected volume was 5 ml and actual volume was 30 ml. The date of the refill was unknown. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was performed and it was unable to aspirated with no cerebrospinal fluid. The issue was unresolved; the patient status was unknown. No further complications have been reported as a result of this event.